Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that software error was occurred. Blood glucose was 142 mg/dl. Self test was not ok. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Software error detected found in the insulin pump history due to software error.